Event description:
Additional information indicated that surgical intervention was undertaken wherein the right s1 lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the s1 lead pulled out of place. Patient did not report any trauma. Surgical intervention may be undertaken to address this issue.